Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the of the bd ultra-fine¿ nano¿ pen needles consumer found a 3rd needle in box that would not work during injection and 2 other did not prime. Material no: 320122 , batch no: 8171657. It was reported: that the consumer found a 3rd needle in box that would not work during injection and 2 other did not prime. Verbatim: item 320122 lot 8171657 exp 2023-07-31. Just found a 3rd needle in box that would not work during injection today. Found 2 other did not prime unknown occudate the non patient end looks straight.

Manufacturer narrative:
H.6 investigation: customer returned (1) 32g 4mm bd pen needle without a tear drop label attached (used). Consumer reported needle in box that would not work during injection. The returned sample was examined and exhibited a bent non-patient end cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure - the bent needle on the non-patient end of the cannula would be the cause for no medication flowing through, hence the customer would think the needle was clogged (as reported). The possible root cause for this issue (bent non-patient end cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent when fitted to the pen.

Event description:
It was reported that during use of the of the bd ultra-fine¿ nano¿ pen needles consumer found a 3rd needle in box that would not work during injection and 2 other did not prime. Material no: 320122, batch no: 8171657. It was reported: that the consumer found a 3rd needle in box that would not work during injection and 2 other did not prime. Verbatim: item 320122, lot 8171657, exp 2023-07-31. Just found a 3rd needle in box that would not work during injection today. Found 2 other did not prime unknown occudate the non patient end looks straight.